Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked end cap and minor scratched lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was damaged. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.